Event description:
Reported via study it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was well positioned with no leak or thrombus present. Four (4) months later the patient experienced a transient ischemic attack and was admitted to the hospital. Transthoracic echocardiogram imaging again showed the closure device with no leak or thrombus. There were no other complications that were reported to have occurred as a result of this event.